Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that on (B)(6) 2019 the patient had an implantable cardiac monitor implanted. On (B)(6) 2019 the patient presented remotely via merlin.net. Upon review of the patient's implantable cardiac monitor transmissions, the device exhibited false atrial fibrillation detection due to unspecified oversensing. It was suspected that the device was still loose in the pocket and needed time to settle down. No intervention or adverse patient consequences were reported. The physician opted to continue monitoring the patient.